Manufacturer narrative:
Results: power cord missing power prong and auxiliary power cord's power prong loose. Footboard lid.

Event description:
It was reported by service report that the unit has no power. It was further reported, the unit is missing the footboard lid and sharp edges have been reported. No patient involvement or adverse consequences are reported.